Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. Approximately three years post filter implantation, the patient underwent a failed retrieval attempt which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, the filter was significantly tilted and had caused extensive clotting both above and below the filter. As a direct proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of parkinson disease; pulmonary embolism (2x); an unknown ivc filter placed and retrieved once before. The patient¿s pre/postoperative diagnosis included recurrent pulmonary emboli, contraindication for anticoagulation for removal of hardware and fusion of back from chronic pain, and high risk for recurrent pulmonary embolism and deep vein thrombosis. The filter was deployed successfully right below the renal veins without any difficulty. According to the information received in the patient profile form (ppf), numerous attempts have been made to retrieve the filter; however, only one unsuccessful percutaneous removal attempt has been documented approximately eight months post implantation. The patient reports perforation of filter strut(s) outside the ivc with 1 tine protruding into the abdominal cavity, blood clots, clotting, and/or occlusion of the ivc, and chronic occlusion. The patient also reports the filter provoked extensive dvt involving the entire intrarenal vena cava and both lower extremities; loss of most, if not all, major deep venous drainage from both legs and pelvis; requires constant compression therapy, life-long anticoagulation, and psychological therapy. The patient is in constant pain in his legs and belly due to enlarged veins constricting his intestines.

Manufacturer narrative:
Additional information was provided and is available in: section d11 (concomitant medical products): micropuncture needle; 0.018 wire; 0.035 wire; 6f sheath. Section h6 (evaluation codes): 1779 ¿ coagulopathy, 2135 - vessels, perforation of, 1984 - occlusion, 2100 - thrombosis, 2572 - vascular system (circulation), impaired, 2328 ¿ anxiety. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. Approximately three years post filter implantation, the patient underwent a failed retrieval attempt which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, the filter was significantly tilted and had caused extensive clotting both above and below the filter. As a direct proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. Approximately three years post filter implantation, the patient underwent a failed retrieval attempt which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, the filter was significantly tilted and had caused extensive clotting both above and below the filter. As a direct proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of parkinson disease; pulmonary embolism (2x); an unknown ivc filter placed and retrieved once before. The indication was recurrent pulmonary emboli, with contraindication for anticoagulation for removal of hardware and fusion of back from chronic pain, and high risk for recurrent pulmonary embolism and deep vein thrombosis. The filter was deployed successfully right below the renal veins without any difficulty. Approximately three years post filter implantation, the patient underwent a failed retrieval attempt, and the filter was significantly tilted and had caused extensive clotting both above and below the filter. Per the patient profile form (ppf), numerous attempts have been made to retrieve the filter; however, only one attempt has been documented. The patient reports perforation of filter strut(s) outside the ivc with 1 tine protruding into the abdominal cavity, blood clots, clotting, and/or occlusion of the ivc, and chronic occlusion. The patient also reports the filter provoked extensive dvt involving the entire intrarenal vena cava and both lower extremities; loss of most, if not all, major deep venous drainage from both legs and pelvis; requires constant compression therapy, life-long anticoagulation, and psychological therapy. The patient is in constant pain in his legs and belly due to enlarged veins constricting his intestines. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt, circulatory insufficiency and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.